Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and patient condition was good post procedure.